Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. D4 - lot number corrected from 0022860676 to 0022752629. D4 - expiration date corrected from 04/14/2020 to 03/25/2020. D4 - unique identifier # corrected from (B)(4)to (B)(4). H4 device manufacture date corrected from 10/17/2018 to 09/27/2018. A promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted and bunched. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations on the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.75x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.